Manufacturer narrative:
A4: weight: 76.2kg. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past complaint file. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Please refer to section h10 for the related importer report number. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following information: it was reported that the patient was scheduled for percutaneous biliary drain placement. While navigating common bile duct, a piece of stiff glidewire broke off and is in the hilum of liver. The fragment has not been removed from the body. The estimated blood loss is less than 5ml.